Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-02577. It was reported the patient experienced ineffective stimulation due to the drg t12 lead being pulled out of the ipg header. In turn, the ipg was explanted and replaced and the lead was plugged into the ipg header. Effective therapy was restored post procedure.